Event description:
Pt was using medtronic quick set infusion set and had insulin pour out of the set, as he was going to change it. He tried a second set and it delivered 12 units of insulin in 2 hours. He went from a blood glucose level of 400 to 45. He called his doctor and was instructed to go to the ER. After leaving the ER and going to the pharmacy to get syringes to use instead of the kit, his pharmacist told him that there was a recall of the product. Patient checked and had 12 sets remaining of the recalled lot. Pt contacted co and expressed concern that he had not been notified of the recall. He had ordered the infusion sets through co, and they had been dropshipped to him by distributor. We explained that distributor had sent notification of the recall to co via e-mail on saturday 07/11/09, and MFR staff had just received that notification on monday 07/13/09. Co proceeded to contact all of our patients that had been dropshipped medtronic infusion sets lot 8. Notification received from distributor requested a response from co indicating if distributor should utilize ups to notify patients of the recall and replacement process. Co responded on 07/13/09 that distributor should forward the necessary information to ups to begin the notification and replacement process with patients. As of eleven days later, pt had still not received the recall notification information from distributor. Co made numerous calls to medtronics and distributor and received conflicting information from the 2 companies. Medtronics indicated that the recall was being handled by distributor, and distributor indicated that the recall was being handled by medtronics. On 07/24, co made arrangements to pick up and replace the defective units. Handling of this recall was extremely poor - patients still had not received notification from the manufacturer or distributor 10 business days after we responded to their urgent notification and informed them to handle the notification of patients.